Event description:
As reported: "t2 alpha gt nail was put in three months ago, (B)(6) 2020. It broke in 3 months. Revision surgery was on (B)(6) 2021".

Manufacturer narrative:
The reported event was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. Required material properties had been confirmed prior to manufacturing. No nc/CAPA had been filed for the item in question. Potential revision had been considered in the risk management file with appropriate values not having been exceeded by this case. The labelling already informs about that a temporary implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling points out that product damage must be avoided. No indications of material, manufacturing or design related deficiencies were found during the investigation. In the case presented a femoral nail gt, right t2 alpha femur antegrade had broken in the webs of the distal recon lag screw hole after an implantation period of allegedly 3 months. The breakage pattern confirmed a fatigue fracture. Nail breakage had been caused by material weakening originated by contact with a deflected drill during preparation of the lag screw canal. Axial load application during the time of implantation contributed to the progress of nail breakage. With available information the cause of the event was regarded as user related contributed by typical loading during the implantation period. In case substantive information becomes available we reserve the right to re-open the investigation with root cause assessment.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "t2 alpha gt nail was put in three months ago, (B)(6) 2020. It broke in 3 months. Revision surgery was on (B)(6) 2021".